Manufacturer narrative:
It was reported that the patient experienced multiple traumatic injuries including femur and tibia fractures. It was also reported that the patient has limited range of motion. Per report, the injuries and limited range of motion do not appear to be a result of the implant. A revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient experienced multiple traumatic injuries including femur and tibia fractures. It was also reported that the patient has limited range of motion. Per report, the injuries and limited range of motion do not appear to be a result of the implant. A revision surgery is planned to exchange the poly insert.